Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician encountered difficulties with withdrawal. The physician predilated the 90% stenosed, non-calcified, non-tortuous lesion in the proximal lad with unknown size maverick balloon and cutting balloon. The taxus express2 3.5x20mm drug eluting stent was positioned and then successfully inflated the balloon on the initial attempt to 12 atm's for 30 seconds. The physician deflated the balloon without difficulty and waited for one minute. As the delivery system was being withdrawn, the physician felt resistance. The physician pulled negative and negotiated the balloon for about 3-4 minutes before it released. The balloon was removed from the patient intact. No patient complications were reported. Patient condition was reported to be satisfactory.